Manufacturer narrative:
The reported events were failure to capture and damaged lead. The reported event of damaged lead was confirmed but the reported event of failure to capture could not be confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. Internal shorts were noted due to procedural damage. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage which could be the cause of the damaged lead that was reported in the field.

Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, upon device interrogation it was noted that right ventricular (rv) lead exhibited loss of capture. Damage on the rv lead was noted. The lead was explanted and replaced as a result. Patient condition was stable.